Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during cataract surgery; patient experienced capsular rupture and underwent unplanned anterior vitrectomy. The anterior vitrectomy was successful. In an ophthalmic device, system message ''high flow'' displayed during cortex removal multiple times and after prime and tune the system would start on the viscoelastic removal sequence instead of the sculpt sequence. Additionally, it would not ¿end case¿ or ¿reset metrics¿ at the start of next case when the surgeon stepped on pedal to start next case. Cumulative dissipated energy (cde) would not reset. The system message kept appearing even after resetting the system. They had to use alternative ophthalmic system at their facility to complete cataract procedure and there was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable replicated the reported issue with ¿high flow.¿ however, the system messages reported were confirmed (via event log review). The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).